Event description:
On (B)(6) 2011, a vns implanting surgeon reported that his handheld will not hold a charge anymore and requested a new one. Attempts were made for the return of the handheld for product analysis, but it has not been received by the manufacturer to date.

Event description:
Additional information was received on (B)(4) 2011, when the surgeon's assistant reported that the handheld is stored at the hospital but the surgeon is supposed to bring it to her so she can send it to the manufacturer for product analysis. She said that the handheld would not hold a charge but was unable to provide any further details surrounding the event. The handheld has not been received by the manufacturer for product analysis to date.

Event description:
Additional information was received on (B)(4) 2012, when the handheld and flashcard were returned for product analysis. Product analysis on the handled revealed that the handheld performed according to functional specifications with no anomalies. Product analysis on the flashcard also revealed no anomalies as it performed according to functional specifications.